Event description:
The event occurred during an elective femerol popliteal procedure to implant an externally supported vascular prosthesis. The surgeon took a 60cm graft and cut to 40cm to facilitate the accurate replacement of the diseased artery. He then unwrapped the support and successfully completed the distal anastomosis. When preparing the proximal end, he unwrapped the support and the graft tore. The procedure was prolonged as the surgeon cut off the damaged section, sutured the off-cut onto the graft and then successfully completed the proximal anastomosis. The procedure was successfully completed, the pt suffered no ill effects and was discharged as per normal procedure.